Manufacturer narrative:
The company rep examined the system and found the touchscreen functioned normally, but when the framework was tapped the display would jump to the metrics screen. The touchscreen was replaced and sent for in-house eval. The system was then tested and met all product specifications. A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info become available. (B)(4).

Event description:
A customer reported that during several surgeries, the unit's screen jumped from mode to mode or screen to screen. No harm or injury to any pts was reported.